Manufacturer narrative:
On 10/12/2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed.  It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve separation occurred. It was reported by the caller that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath became loose and caused the sheath to leak while it was being advanced into the patient's body. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since a microscope testing was performed and evidence of mechanical damage was observed on the valve. This damage also suggest that they attempted to introduce the dilator in a not-straight position which goes against what the odp (optimal performance guide) indicates. The finding of the hemostatic valve being dislodged into the hub has been reviewed and continues to be deemed MDR reportable. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, where hemostatic valve separation occurred. It was reported by the caller that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath , medium, sheath became loose, and caused the sheath to leak while it was being advanced into the patient's body. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath was replaced, and the procedure was continued. The sheath is available for return and the caller was advised to expect a return kit. The hemostasis valve detached from the hub, but it did not break into two, or more separate pieces. It was floating inside the hub itself. The sheath was being flushed before entering the body when the problem was noticed. No air enter the patient¿s body. No percutaneous or surgical removal was required. There was no report of patient consequence.